Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for another model. In a follow-up, it was reported that the lens was exchanged because the pt could not adjust to the iol. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received on 1/12/09 by phone.